Event description:
It was reported that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2013 and mesh was implanted. In (B)(6) 2014, the patient experienced hernia recurrence. The patient underwent a re-operation and it was discovered that mesh edge had come loose and was able to be pulled off. Another mesh was implanted to complete the hernia repair. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.